Event description:
Related manufacturer reference number: 2938836-2019-12856. New information revealed that programming changes were made, but could not resolve the noise. It was suspected that the patient's implantable cardioverter defibrillator may have caused or contributed to the noise. No further intervention was planned. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed and next steps will be discussed. Patient¿s condition was stable. No further information is available.